Manufacturer narrative:
The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of transfer sets leaked. This occurred during use of the devices for peritoneal dialysis therapy. The leak was further described as "there were sometimes holes at the very end of the tubing close to the white portion of the twist clamp." The transfer set was replaced. There was no report of patient injury, however the patent was given prophylactic antibiotics as a precautionary measure. No additional information is available.